Event description:
Related manufacturing reference number: 2017865-2021-07140 it was reported that the patient presented in the hospital with an unspecified infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.